Event description:
A catheter connection issue was reported. It was reported patient 'had a spinal infusion on (B)(6) 2012' and the catheter was cut and reconnected using a pin connector. Health care provider (hcp) suspects catheter was not attached 'properly,' that an 'old style connector' may have been used, not the 'new style.' It was noted that one side 'did not thread onto the pin connector completely.' It was 'a millimeter or so from where we had thought the end point of that pin connection was,' and 'they were able to snap both collets.' An x-ray image taken following the infusion was when it was suspected the catheter was not connected properly. It was also noted the patient was seen in clinic on the day of this report and had not seen any changes since the pump was implanted, her spasticity had not increased or decreased. The patient's mother had asked for a small dose increase 'to see if that would have any effect.' It is unclear if the dose was changed. The system was used to infuse lioresal. No further information was reported.

Event description:
Additional information received. It was reported that the patient had passed away. Refer to manufacturer report #3004209178-2012-11983 for details regarding the death. Two days later, it was stated that there was no documentation of any troubleshooting done to address this event. Two days after that, it was reported that the patient had initially been given enteral baclofen and valium to treat her spasticity, but there was no difference. It was also stated that the patient's episodes of spasticity may have been a result of the pain from her scoliosis, though this had not been confirmed. After a catheter revision on (B)(6), the she was still having mild to moderate spasticity in her lower extremities. Films obtained between (B)(6) showed that the system was intact. It was reported that based on the evidence, it 'seemed like the catheter connection was correct,' though the cause of the spasticity was unknown. Refer to manufacturer report #3004209178-2012-09978 for details regarding the catheter revision on (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model number 8780, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).